Event description:
It was reported via journal article that thrombosis occurred.

Manufacturer narrative:
Endovascular stent placement of juxtaanastomic stenosis in native arteriovenous fistula after unsuccessful balloon angioplasty", iranian journal of radiology, august 30, 2013. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).